Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an unspecified fungal infection. On an unreported date, the patient was hospitalized for the event. The cause of the infection and treatment for the event were unknown. At the time of this report, the patient was recovered from the unspecified infection and pd therapy was ongoing. No additional information is available.